Event description:
The customer reported a bloody leak which was contained within the unicel dxh 800 coulter cellular analysis system. The customer noted that the volume of the leak was 2 ml. The customer was wearing personal protective equipment consisting of a lab coat, goggles and gloves at the time of the event and there was no report of injury or exposure. No erroneous results were generated and there was no affect or change to patient treatment. Beckman coulter field service engineer (fse) was dispatched and found the source of the leak was from the sample delivery tubing which was disconnected at the bottom of the flow cell. The fse reconnected the tubing and the leak was resolved. The fse also noted that the tubing from the flow cell to valve 216 was blocked with cellular material. This tubing leads to the diff waste chamber. The fse bleached the tubing which cleared the blockage of cellular material. Repairs were verified and results met specification.

Manufacturer narrative:
(B)(4).